Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) with questions about 2 shock therapy episodes from this subcutaneous implantable cardioverter defibrillator (s-ICD). The hcp inquired whether or not the shock therapy converted the patient's ventricular tachycardia (vt). Ts reviewed the stored episodes and noted that 1 shock was delivered in each episode and the patient rate remained in the 200-210 beats per minute (bpm) range post shock, which, was below the programmed therapy zone of 220 bpm. It was noted that the patient had been playing basketball. Ts discussed the potential of reprogramming the rate cut off or adding a lower conditional zone. Additional information was received that this s-ICD later reached end of life (eol). The device battery was suspected to have depleted prematurely. Additionally, it was reported that the previous delivered shocks were suspected to be inappropriate due to supraventricular tachycardia (svt). Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device will be returned by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Z-0936-2021.